Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay1222 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reay1222) have been reported from the same facility.

Event description:
It was reported by the facility that the sales rep brought three boxes of accucath to them and they tested one from each box, for a total of three. The product was tested by puling the catheter from the hub and it disconnected easily. Device was not used on a patient. This file addresses the third device.